Event description:
On 1/15/97, an erratic bhcg result was received while running the analyzer. The account reported out a result of 18,771 mlu/ml, which was run with a 1:200 dilution. The same pt was tested on 1/17/97 and a result of 104,243 mlu/ml was received with a 1:200 dilution. The difference in concentration was questioned by the physician and both samples were repeated on 1/21/97. Results received for both samples with 1:200 dilution were: 118,870 mlu/ml for the sample from 1/15/97 and 104,85 mlu/ml for the sample from 1/17/97. A pt sample was not received prior to 1/15/97. According to the customer, the samples did not contain fibrin and were run in samples cups. A field service rep visited the account on 1/21/97 and replaced a leaky wash pump. No report of injury.

Manufacturer narrative:
Investigation evaluation: the event represented is addressed in the device labeling. A customer return has not been received. The investigation summary reflects results generated from runs tested on two consecutive days. All axsym bhcg controls and biorad immunoassay controls were within package insert ranges. A biorad fertility control level 3, lot 42023 (exp. 6/30/1998) and a high clinical sample were tested using the autodilution protocol 1 (1:200). One of the four biorad feritility control replicates was slightly out of range, however the mean of all replicates was within the biorad package insert range. Abbott has no performance clamis on commercial control products. The clinical pt sample tested in this investigation demonstrated results that reflect precision claims for the axsym total bhcg assary. The customer's observation of erratic results when using the automatic dilution protocol 1 (1:200) was not reproduced. The complaint was not confirmed. This is the final report.